Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported complete clip detachment (ccd) and pulmonary edema. The tissue damage, embolism and subsequent foreign body in patient appears to be related to the ccd. Death was due to multi-visceral disease (procedural conditions). This event was further reviewed by an abbott vascular medical affairs director. The reviewer stated that death was not directly related to the device but it is likely that mitral regurgitation worsening due to clip detachment, causing increasing heart failure. The reported patient effects of embolism, foreign body in patient, tissue damage, pulmonary edema and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report hospitalization, pulmonary edema, tissue damage, clip detachment and death. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 1-2. The procedure ended with satisfactory results. On (B)(6) 2019, the patient was re-hospitalized for acute pulmonary edema. It was observed that the clip had completely detached from both leaflets and had migrated to the bottom of the left ventricle. It was also noted that the mitral valve was torn. The patient was scheduled for surgical intervention to retrieve the clip, but the condition worsened due to the clip detachment. On (B)(6) 2019, the surgical intervention had not yet been performed and the patient died due to multi-visceral disease. No additional information was provided.